Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient did not receive a recommendation to discontinue use from a medical professional. It is noted that the doctor and team were supporting the recipient to wear the device. No follow-up pending. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly a non-user of the device due to a lack of benefit. The recipient will reportedly remain a non-user of the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was not receiving any benefit from the device and stopped using the device. The recipient was recommended to discontinue device use. Advanced bionics is in the process of gathering additional information. Once more information is received a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.